Event description:
During surgery procedure, a tunneler (instrument) with a green bullett tip was inserted into the pt's right leg. Upon removal of tunneler, green bullett tip came off inside the pt's leg. Tip could not be located by x-ray. Incision was closed. Angio was done and bullett tip was identified and surgically removed.